Event description:
It was reported that during pre use, the cardiosave intra aortic balloon pump (iabp) malfunctioned. Battery will not charge. There was no patient involvement reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.